Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Based on a (B)(6) 2011 CT abdomen pelvis with contrast, the patient had severe diffuse diverticulosis without acute diverticulitis, large amount of stool throughout the colon without obstruction, multi-vessel coronary artery calcifications, incompetence of the ileocecal valve, posterior laminectomy at the l5-s1 level and lateral corpectomy and fusion at the tl1-tl2 level (constipation may be secondary to narcotic use for the orthopedic changes). MRI spine lumbar w/o contrast , on (B)(6) 2011 shows status post tl1-tl2 lateral fusion and l5-s1 laminectomy and fusion was without significant central canal stenosis. Facet arthropathy at l4-l5 producing mild to moderate bilateral neural foramina stenosis. MRI spine cervical w/o contrast shows multi-level degenerative changes of the cervical spine and multi-level neural foramen stenosis. Patient was hospitalized from (B)(6) 2011, presenting with lumbar spondylosis, post laminectomy syndrome, lumbar stenosis with claud ication, gastroesophageal reflux disease and depression. Surgical intervention ¿ l5-s1 anterior lumbar interbody fusion, l4-s1 posterior spinal fusion (B)(6) 2012 - colonoscopy with biopsy: normal colonoscopy with few 1-3 hyperplastic polyps in rectum and grade 2 internal hemorrhoids (B)(6) 2012 - CT spine lumbar w/o contrast shows disc osteophyte complex at the l3-l4 level with hypertrophy of the ligamentum flavum reducing the ap central spinal canal to approximately 9.2 mm. Mild to moderate right-sided neural frontal stenosis at this level. Left lateral interbody spinal fusion at tll-t12 with associated degenerative changes at the tll-tl2 intervertebral disc space. Sable appearing posterior spinal fusion l4-sl with bilateral transpedicular screws and vertical posterior fusion rods. Buttress screw at the anterior/superior sacral promontory and intervertebral disc spacer at l5-sl. Partial laminectomies with laminectomies at l5-sl. Mild retrolisthesis ofl2 in relation to l3 as well as mild retrolisthesis of l3 in relation to ia. On (B)(6) 2012 - MRI lumbar spine shows previous spinal fusion, new onset radicular symptoms. Impression: post-surgical changes from posterior fusion ofl4-s1 and anterior buttress screw fusion of l5-s 1. Moderate central canal stenosis is demonstrated at the l3-l4 level with the effective ap central canal diameter of approximately 9.2 mm. Mild multilevel degenerative changes of the lumbar spine. Minimal anterolisthesis of l3 with respect to l2 and l4 with respect to l3. Patient complains of pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.